Event description:
The customer reported that the unit alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event and passed initial testing. Review of the ventilators diagnostic history noted the ventilator had restarted at time of event, and in the previous week. The service technician replaced the blower motor controller pcb board and blower as a precaution to address the findings. Performance verification testing was completed and all tests passed to operating specifications.